Event description:
It was reported that approximately 99 months after a left total knee replacement procedure, the patient may require a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitants: 4250730 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, 4255077 200-02-38 - three peg patella 38mm, 4204659 201-78-82 - collar fixation pin 2pk 40mm, quick release, 2199085 201-78-89 - 3" drill bit, mod. Hex 2 pack, 2543438 02-012-35-3511 - logic tibia ps mod insrt sz 3.5 11mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: component code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.